Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the wire of the mega suturecut needle driver instrument broke at the distal tip. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.